Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on multiple patient samples using the simplexa covid-19 direct assay but negative using other competitor assays. The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat with competitor assays. The customer collected the nasopharyngeal patient samples using copan transport media (3ml) with nasopharyngeal swabs. Customer provided 7 run files from the simplexa assay, but no data from the other methods mentioned. Runs of the 15 positive samples were analyzed, only 3 samples were positive on the initial test and negative on repeat testing. Sample ID# (B)(6) tested positive for the s gene only (CT = 34.3), but repeated as negative on both targets. Sample ID# (B)(6) tested positive for both s gene (CT = 33.1) and orf1ab (CT = 32.7), but repeated as negative on both targets. Sample ID# (B)(6) tested positive for orf1ab gene only (CT = 33.5), but repeated as negative on both targets. Another 3 samples (ID# (B)(6)) were positive on both the initial and repeat tests. No repeat testing results were provided on the remaining 9 positive samples. Batch record review showed the critical component, reaction mix mol4151 lot# x10246n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# x9757n for suspected false positive results. The investigation conclusion is pending the completion of the retain testing that was requested on 5/6/21. Follow up report 7/6/21: retains were tested on 5/15/21 with 14 ntc replicates and zero (0) false positives occurred in either target. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on multiple patient samples using the simplexa covid-19 direct assay but negative using other competitor assays. The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat with competitor assays. Other than patient sample ID numbers, no other patient information was provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on multiple patient samples using the simplexa covid-19 direct assay but negative using other competitor assays. The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat with competitor assays. The customer collected the nasopharyngeal patient samples using copan transport media (3ml) with nasopharyngeal swabs. Customer provided 7 run files from the simplexa assay, but no data from the other methods mentioned. Runs of the 15 positive samples were analyzed, only 3 samples were positive on the initial test and negative on repeat testing. Sample ID#: (B)(6) tested positive for the s gene only (CT = 34.3), but repeated as negative on both targets. Sample ID#: (B)(6) tested positive for both s gene (CT = 33.1) and orf1ab (CT = 32.7), but repeated as negative on both targets. Sample ID# (B)(6) tested positive for orf1ab gene only (CT = 33.5), but repeated as negative on both targets. Another 3 samples (ID# (B)(6)) were positive on both the initial and repeat tests. No repeat testing results were provided on the remaining 9 positive samples. Batch record review showed the critical component, reaction mix mol4151 lot# x10246n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. This is the 1st complaint on mol4150 lot# x9757n for suspected false positive results. The investigation conclusion is pending the completion of the retain testing that was requested on 5/6/21.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on multiple patient samples using the simplexa covid-19 direct assay but negative using other competitor assays. The customer confirmed the alleged false positive results were not reported to the diagnosing physician due to the discrepancy on repeat with competitor assays. Other than patient sample ID numbers, no other patient information was provided.